Manufacturer narrative:
Complaint allegation is not confirmed. One unpackaged ar-6480 dualwave arthroscopy fluid management system, serial number (B)(6), was returned for evaluation. The returned device was visually inspected, and it had signs of wear and tear along the housing: the on/off button was noted to be flimsy, which is likely related to the complaint allegation. Additionally, the device was unresponsive in all modes. Functional testing could not be performed due to the damage to the device. The most likely cause of the reported failure is misuse/mishandling due to damage to the device, which was manufactured in 2022.

Event description:
On 03/17/2025, a sales representative reported via (B)(4) that an ar-6480 dualwave arthroscopy fluid management system stopped working a few times in the middle of a case. Another device was swapped, and the case was completed without adverse effects on the patient. However, before use/during testing, the device again showed high voltage and had an electrical smell. This was discovered during a procedure, with no reported patient harm. Additional information was received on 3/25/2025: the electrical smell was a burning smell, which was recognized after the procedure. This occurred on (B)(6) 2025 during a knee scope procedure. There was no report of a case delay or added anesthesia. The pump settings were not recorded at the time of the event. No alarms were present, and only the machine would shut off. No photos were taken. No adverse effects were reported.